Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was unresponsive and the screen of insulin pump was hard to read due to scratches. The customer¿s blood glucose level was unknown. The customer also reported that the rewind takes longer. The insulin pump will not be returned for analysis.